Event description:
It was reported that patient underwent right total hip replacement with a durom cup in 2006. Post-op the patient experienced pain, and she was advised by dr in 2008 that revision is necessary. Revision not scheduled at this time.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc., which markets the devices in the us.